Manufacturer narrative:
(B) (4).

Event description:
The pt experienced cerebral bleeding 3.5 weeks post-implant. Further info is being requested from the hcp. It was noted that the bleeding resolved.